Event description:
Information received indicates wires were exposed near the power cord plug.

Manufacturer narrative:
The technician trimmed the cord and reattached the wires to the power cord plug to repair the bed.